Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call failed battery test alarm on the insulin pump. Customer¿s blood glucose level was 12.3 mmol/l. Troubleshooting for the failed battery test alarm was performed. Customer replaced the battery on the insulin pump and the insulin pump had no life. Customer was advised a new battery cap would be sent out to them. The insulin pump will not be returned for analysis.